Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in the cx. The device was not inspected prior to use. The target lesion exhibited about 70% stenosis and had a curve with acute angle. The lesion was pre-dilated using a semi-compliant balloon. It was reported that several attempts were made unsuccessfully to cross the lesion and the physician decided to remove the device. Upon inspection it was noted that some of the stent struts were lifted. No patient injury reported.

Manufacturer narrative:
Product analysis: the distal tip was stubbed. The stent was positioned on the balloon between the marker bands as per specifications. The 7th, 8th and 9th distal stent segments were slightly raised and misaligned. The 17th and 18th distal stent segments were raised and deformed. Procedural image review: the procedural images confirm the tortuous and calcified nature of the lcx vessel. Pre-dilation was performed prior to the attempted delivery of the resolute integrity device. Further balloon dilations were performed following each unsuccessful attempt to deliver the stent. It appears the calcification evident along the vessel proximal to the lesion site hindered advancement of the resolute integrity device.